Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient fell in (B)(6) 2017. As a result, the patient is no longer receiving effective therapy. Troubleshooting was unable to provide resolution. Surgical intervention may be pending to address this issue. Note: this patient has two 3189 leads from the same lot.

Event description:
Follow up revealed that the patient met with their physician and stated that they are receiving effective therapy. No intervention is planned.